Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, distal left anterior descending (lad) artery during an angioplasty to appose the 3.0 x 28 mm xience pro stent a stent edge dissection occurred. A second unspecified stent was used as treatment and to complete the procedure without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us. The product code and the PMA is based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.